Manufacturer narrative:
The insulin pump had a blank display due to a broken connector on the interface board. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads. No motor error alarm could be confirmed due to the blank display. However, the motor was tested outside of the device and passed.

Event description:
It was reported by the customer that the insulin pump display screen was blank and device had stopped working. Customer stated the device alarmed and shut off shortly afterwards. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did not return. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.